Event description:
In 2009, the pt reported experiencing elevated blood glucose of 349-500 mg/dl for the past month. Her target blood glucose level is 102-105 mg/dl. He most recent elevated blood glucose reading was 349 mg/dl at 5:00 pm the previous day. She bolused 5.7 units of insulin through her infusion device. She stated that she occasionally experiences pain, redness, and bleeding at infusion sites. She stated that she only uses the right and left sides of her abdomen as an infusion site. She was educated on proper infusion site rotation and alternative infusion sites. Further troubleshooting did not reveal any product issues. The pt was advised to consult with her physician. Further attempts to f/u with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.